Manufacturer narrative:
(B)(4).

Event description:
Procedure: proximal pancreaticoduodenectomy. Customer states: firing stopped during the procedure. To recover the issue, the stapler was released by force from the tissue and a new reload was opened to complete the procedure. Surgeon displaced the cutting line slightly in order to cut thinner tissue, and fired successfully. After the procedure, surgeon stated the tissue of stomach was too thick. The stapler was discarded by the customer. The last patient status: good.